Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient received a cgm alert indicating glucose levels below 50 mg/dl. Of note, the patient was using a tandem mobi pump at the time of the event. Based on the cgm readings, the patient consumed sugar. In response, the patient performed multiple fingerstick blood glucose (fsbg) checks, which showed elevated values of approximately 260 mg/dl, 282 mg/dl, and 300 mg/dl. The patient attempted to calibrate the cgm; however, the readings remained low and did not align with fsbg results. By approximately 09:00, the patient developed symptoms including vomiting and headache and reported concern for possible diabetic ketoacidosis (dka). At approximately 13:00, the patient contacted her physician, who advised evaluation in the emergency room (ER). The patient presented to the ER independently. Upon arrival, the ER staff used the patient¿s glucometer to perform a fsbg measurements were again recorded at approximately 280¿300 mg/dl range, while the cgm continued to display readings below 50 mg/dl. The patient received intravenous (IV) fluids; it was not confirmed whether ketone testing was performed and there was no report of a medical diagnosis of dka. The patient remained in the ER for approximately three hours and was discharged after 16:30 in stable condition. Following discharge, the patient removed the sensor and reported feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.